Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump failed accuracy by +6.5% and that the keyboard was "bad." There were no adverse effects reported.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition with the keypad and labels functional and intact. Evidence of two 10ml bolus tests performed prior to the pumps return to smiths were identified in the pump's event log. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6% and the keypad was fully functional during delivery accuracy testing and investigation. However the keypad was changed and the expulsor was trimmed as preventative maintenance due to customer concern. Additionally, the device history record was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the root cause of the customer's reported problem is unknown.